Event description:
Pt reported the infusion device display went blank. Pt stated the infusion device did not give an alarm. Pt stated she bumped the infusion device against a chair slightly and it stopped working. Pt reported she removed the battery and reinserted it but it did not help. Had pt remove the battery and reinsert it again and the infusion device began to work. Pt reported on (B)(6) 2010, she was in a restaurant and she wanted to give a bolus and the infusion device began to alarm; type of alarm was not provided. Pt stated the infusion device display was blank and not working. Pt reported on the morning of (B)(6) 2010, she tested her blood glucose level, it was elevated and she wanted to give a bolus when she noticed the infusion device display was blank. Pt reported her blood glucose level was 15.1 mmol/l (272 mg/dl). Pt's normal blood glucose level was not provided. Pt stated she attempted to get the device working again and she received three e8 (power interrupt) alarms. Pt reported she changed the battery cover regularly and today as well. Pt stated the infusion device did not alarm before the device was blank; now the infusion device is working again. Pt reported she feels okay now. No further info is available.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.